Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient had peritonitis manifested by cloudy effluent. On the same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. The patient had treatment with alphacef 3gm/day and medfurin 2gm/day (routes not reported) for peritonitis. The patient was discharged from the hospital two weeks later and has recovered from this peritonitis event. Dianeal pd4 1.5% and 2.5%. On (B)(6) 2013, peritoneal effluent cell counts were performed and the results showed 1542 (95?5), 1139 (96-4), 101 (85-15), and 20 (35-65) respectively. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). The patient was born in 1953. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.